Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages after filling the cartridge with insulin. Reportedly, the cartridge was filled with 400 units of insulin. The customer reported blood glucose (bg) level elevated up to 400 mg/dl, which was addressed with manual injections. It was confirmed that the customer has novolog insulin and manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.